Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead fracture was suspected on this right ventricular (rv) lead after exhibiting a lead safety switch (lss), high out-of-range impedances and loss of capture (loc). Fluoroscopy imaging was performed but was unable to confirm the fracture. A lead revision procedure was performed, the rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.